Manufacturer narrative:
The reported events were lead dislodgement due to twiddler syndrome, inappropriate capture and far p oversensing. As received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. The full helix extension length was measured to be within specification. The reported events of inappropriate capture, far p oversensing and dislodgement were not confirmed. Electrical testing was normal. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number: (B)(4). It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited episodes of far p over-sensing and inappropriate capture of the atrial chamber and the right atrial (ra) lead exhibited high capture thresholds. Fluoroscopy was performed and revealed a dislodgement of the rv and ra leads due to twiddlers syndrome. The ra and rv leads were explanted and replaced. The patient was in stable condition.